Event description:
It was reported that the patient presented for a routine pacemaker replacement surgery on (B)(6)2023. Prior to the procedure, the right atrial (ra) lead exhibited low pacing impedance. It was noted that the atrial lead was previously programmed off at an unknown date. The patient rarely paced in the ra lead, so the physician elected to attach the original ra lead to the new pacemaker and no further intervention was performed. The patient was in stable condition.